Manufacturer narrative:
Correction: supplemental report to update h10 with following statement - further information was requested but not received.

Event description:
New information received noted that during the procedure the right ventricular lead could not be fixed after several attempts.

Manufacturer narrative:
Additional information: section e1: updated the facility involved as (B)(6). Additional information: section h6: medical device problem code of use of device problem was added.

Manufacturer narrative:
The reported events were ¿lead was not getting fixed¿, failure to capture and operation issue. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was confirmed. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported event of failure to capture was isolated to the inner coil over torqued in the connector region.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the right ventricle (rv) lead exhibited loss of capture. The physician elected to replace the ra lead during the surgery. The patient was discharged with no reports of adverse consequences.